Event description:
Customer reported (B)(6) on an unknown number of patients by a higher myopic conventional treatment on their excimer laser. Our clinical application spoke with the customer who commented he is not aware of any issues with patient outcomes nor has any patient information. No further information provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser system is not an implantable device. Our field service engineer (fse) was onsite for a system evaluation. Fse discovered small artifact on flat calibration. Replaced l2 and m2 optical mirror due to artifact. Performed total optical alignment. Verified aspirator position and flow within specs, verified microscope and reticle properly aligned. Verified cal arm height properly aligned. Performed all motor calibrations to meet specs. And verified all sizing accurate. Also a temperature/humidity probe was installed. Service felt the issue was due to environmental/humidity issues. Fse verified system was properly working. The complaint issue was confirmed, but can be attributed to an environmental/humidity issue and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.